Event description:
Tip of product broke off during surgery. Retrieved from pt during surgery.

Manufacturer narrative:
(B)(4). Info is unavailable, device was not returned for eval. Add'l info from user facility report: brand name: fisher.